Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Following the information provided the patient (male, weighing around (B)(6)ibs) rolled to one side of the bed. When he made contact with the rail it lowered. Then the nurse kept him preventing from fall. As a result the nurse injured her back (sustained back's strain). As a precautionary measure, the patient was removed from the citadel plus bed. During the device inspection conducted by arjo technician there was no deficiency within the bed. The technician was raising and lowering all side rails, all of them locked in place correctly.